Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during insertion was confirmed. The customer returned one guide wire/advancer assembly and a dilator. The customer also provided a photograph showing a guide wire with a damaged j-tip. Visual examination revealed guide wire was bent near the j-tip and kinked 21 cm from the j-tip. A manual tug test confirmed that both welds remain intact and the wire feels typical. Microscopic examination confirmed that both welds appear full and spherical. The guide wire measured 683 +/-5 mm in length and had an outside diameter of 683 +/-5 mm. Both the length and outer diameter were within specification. The returned dilator had a bend in the dilator body and minor tip damage. The undamaged section of the guide wire was inserted through the dilator without resistance. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Based on these findings, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4) this report is for the first in a series of two consecutive issues with the guide wire. The second event has been reported under MDR# 1036844-2016-00126. Additionally, the clinician reported issues with the dilator in these cases. Those issues have been reported under MDR#s 1036844-2016-00125 & 1036844-2016-00127.

Event description:
It was reported that during insertion in nephrology, the guide wire kinked. As a result, another kit was opened and used. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.